Event description:
Following a right shoulder arthroscopy with rotator cuff repair, the surgeon inserted the catheter through the introducer needle, which severed the end of the catheter off; the tip of the catheter remained in the pt. The surgeon went back into the pt to find the catheter segment, which included the assistance of x-ray and thorougly flushing the wound area. The surgeon was unable to locate the segment, therefore, the wound site was closed. The pt had a post operation visit in 2005 and had x-rays taken in attempt to locate the catheter tip, but the catheter could not be located.